Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a farapulse procedure, after a farawave catheter was inserted into a faradrive sheath, air ingress occurred. Visible air bubbles were able to be continuously drawn from the sheath using a syringe during aspiration. The sheath was replaced with a similar device, and the procedure was completed. No patient complications were reported. The device was discarded and is not expected to be returned.

Manufacturer narrative:
Additional information was provided for section b5 describe event or problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a farapulse procedure, after a farawave catheter was inserted into a faradrive sheath, air ingress occurred. Visible air bubbles were able to be continuously drawn from the sheath using a syringe during aspiration. The sheath was replaced with a similar device, and the procedure was completed. No patient complications were reported. The device was discarded and is not expected to be returned. It was further reported a pressure bag was used for irrigation. No air was ever observed in the patient. The guidewire was extended properly, just proud of the farawave catheter tip, prior to insertion into the faradrive sheath.

Event description:
It was reported that during a farapulse procedure, after a farawave catheter was inserted into a faradrive sheath, air ingress occurred. Visible air bubbles were able to be continuously drawn from the sheath using a syringe during aspiration. The sheath was replaced with a similar device, and the procedure was completed. No patient complications were reported. The device was discarded and is not expected to be returned. It was further reported a pressure bag was used for irrigation. No air was ever observed in the patient. The guidewire was extended properly, just proud of the farawave catheter tip, prior to insertion into the faradrive sheath.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of visible air/bubbles. It was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk review: a risk review performed for the faradrive device confirmed that the event of visible air/bubbles is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the available information, boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed.